Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue could not be replicated by analysts. The electrical chassis was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pneupac ventilator is not working shuts off intermittently. There were no adverse events reported.